Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was unlocking without user intervention. The reporter denied any issues with the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: during investigation, a review of the black box and history showed no activity outside of normal use. The pump was locked and gave the appropriate lock alert; no auto-unlock occurred during investigation. The keypad was found to be intact and the keypad buttons were fully responsive to button presses. The issue of the pump unlocking was not duplicated during the investigation. Unrelated to the complaint, the display was found to be dim and discolored.